Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported having a ¿really bad stomach ache¿ (abdominal pain) and dialed 911. In a faxed clinic response and follow-up with the patient¿s clinical manager (cm) it was revealed that the patient was hospitalized on (B)(6) 2022 due to hypersensitivity urgency, abdominal pain, hypokalemia, and peritonitis. The specifics and timeline of the events is unknown, and the cm reported the patient is no longer performing pd therapy due to ¿decomposition¿ on pd therapy. The patient was transitioned to hemodialysis (hd) and was discharged on (B)(6) 2022. Following discharge, the patient is reportedly undergoing physical and occupational therapy. Subsequent attempts to obtain additional information (discharge summary, hospital records, medication records) have thus far proven unsuccessful.